Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned, and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient had been hospitalized due to hypoglycemia. Reporter states that the patient woke up with a blood glucose reading of 250 mg/dl in the morning for which he gave a correction bolus and then went to school. He tested at 1000 and per his glucose was 368mg/dl. He test again at 1100 and per his insulin infusion pump with blood glucose monitor he was 22mg/dl. Since he did testing in the nurse's office at school the paramedics were called. When the paramedics arrived their meter measured him as "high." He was then taken to the hospital where he tested at 601. He was taken off the pump and placed on injections. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time this had not yet been returned for analysis.